Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was upgraded to this cardiac resynchronization therapy pacemaker followed by an ablation. Right ventricular (rv) noise and oversensing were observed during the ablation procedure. The patient experienced a drop in heart rate and asystole and required back up pacing support along with chest compressions. It was found that the rv and right atrial leads were switched in the device header. The physician reopened the pocket and switched the leads to their correct ports. Then, the leads were found to be working normally. The field representative rechecked the system the following day and everything looked normal. The device system remains in service. No additional adverse patient effects were reported.